Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ blunt filter needle with blunt fill tip was found with foreign matter as a ¿nurse found foreign matter (white powder) in the needle tubing and needle cap when she began to puncture patient.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One sample was returned to bd for evaluation. A quality engineer was able to visually inspect the sample and failed to find any white powder in the needle tubing or cap. Bd was unable to recreate the reported issue. Therefore, the engineer could not verify the issue of foreign matter. Qn review: no notifications were written for fm for this batch, nor for the associated assembly batch. DHR review: assembly batch 6209635 had 192 visual inspections performed 9,750 parts with zero defects noted. Since the investigation did not verify the reported issue no corrective actions were taken and a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.